Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to loose liner. Additional information was received on june 15, 2018. Allegedly the patient was revised due to loose liner. The shell was not revised until 06/12/2018. This complaint is involved in 2 incidents with the same reason for revision. The first revision was done on 11/12/2013. ((B)(4)).